Event description:
An eye care practitioner reported having treated a pt for a peripheral ulcer located at, 12 o'clock position associated with wear of focus night and day lenses. Practitioner stated that ulcer is unresolved due to pt being in another country at the time of the ulcer and did not receive proper treatment. As a result, they have been referred to a corneal specialist for further evaluation. Request has been made for additional info, however no further info is available at this time.